Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of pain, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. Lot: am110071.

Event description:
Coloplast received an email with spreadsheet titled mid-urethral sling complaints from health canada. The reported complaint was in french and google translation is as follows: in 2013 I had stress incontinence. So urologist implanted me a transvaginal mesh device. (Strip). Made of a non-absorbent synthetic material (polypropylene) .a few months later, I started to have pain in my right groin (burns like a brand.) Pain in the thigh (muscles), hip. Difficulty in sitting, walking, driving the car for no more than 20 minutes, getting in and out of the vehicle. No longer able to wear tight pants. We are in 2019 and I still have the same pain despite the medication. Due to the operation (herniated discs l2, l3) I have always thought that it was the after-effects of the operation. Misery of sitting for more than 10 minutes. Neurological medication cymbalta 60, gabapentin 1000mg x2 / day, morphyne sr 15 mg 2 / day, elavil 10 mg 1 / day, nabilone 0.25mg 2 / day.